Manufacturer narrative:
Evaluation of the returned device confirmed the report of low audio output.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported low audio output. Based on the evaluation, no product deficiency was identified.

Event description:
Consumer contacted dexcom to report low audio output. The consumer did not report any medical intervention or injuries.